Event description:
It was reported that a patient using the ilet experienced elevated blood glucose reported at 400 mg/dl due to missed meal announcements and was relying on correction-only automation rather than full system functionality. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention beyond user education, and continued device use. Investigation included customer communication, review of use conditions, and troubleshooting and education on proper meal announcement. Investigation of this case revealed user error related to use of device features, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to follow instructions for use regarding meal announcements.

Manufacturer narrative:
Initial.